Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter slightly kinked near the dongle. The handle cannula is in good condition and there was evidence of the flaring process. Further examination noted the dongle shaft and key, as well as the cannula in the crimping section near the dongle were in good condition. The complaint was confirmed, the flare detached. The flare detachment caused the device to become inoperable. Review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to extend and the sheath was found to be torn/split approximately 5cm from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; flare detached.